Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found that water tightness was lost due to deformation of the up/down knob, the right/left knob did not move smoothly due to deformation, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps elevator knob rotated concurrently due to deformation of the right/left knob, the bending section cover adhesive was cracked, no air/water was fed and the amount of water contact did not meet the standard value due to clogging of the nozzle, the objective and light guide lenses were discolored, the image was partially dark due to the objective lens being shaved, there was a lack of image due to dirt on the objective lens, the scope cover plate was detached, the paint on the air/water cylinder was peeled, the forceps elevator port was shaved, the electrical connector had corrosion due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the device was returned with no information. The customer did not know anything about the foreign material adhered to the scope. There was no delay to the start of precleaning and the air/water nozzle was not flushed with air/water. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), and correction to d10/h10 (information inadvertently omitted on the initial). Correction to h10: the customer performs pre-use inspections. The customer cleans and disinfects with endo cleanse. The device was cleaned, disinfected, and sterilized before requesting repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.